Event description:
On (B)(6) 2013, patient reported the audio-signal on the infusion device is defective. The beep volume was set on the second bar and was increased to the maximum level. He initiated the cartridge change process and was not able to hear the beeps. He inserted a new alkaline battery. The infusion device did not produce any sound during the beep test and was very faint at other times. It was verified the beep volume was still set to the maximum level. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.